Event description:
Medtronic received a report that there was "product breakage" with a rist catheter.  After opening the product, a kink was discovered in the middle section. The problem was confirmed after opening and before soaking in the saline solution. The cause was unknown, though it was noted there were no particular problems with the handling. A different catheter was used instead. The patient did not experience any health damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the rist 071 catheter with dilator was returned for analysis within a shipping box, an open outer carton (24966-01), and an open inner pouch (24966-01). The rist 071 catheter and dilator were returned with their hubs secured to the backing card and with the catheter body within the protective tubing. ¿ damage location details: no damage was found with the rist 071 catheter hub or distal tip. The rist 071 catheter body was found kinked at ~43.0cm from the proximal end of the catheter hub. When compared to the approximate location of the protective tubing, the protective tubing was found to be damaged. No breaks or separations were found with the rist 071 catheter. No damage was found with the dilator catheter hub, body, or distal tip. ¿ testing/analysis: none medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the product has a kink in the middle section. The device did not separated. The inner package was reported as usual.